Event description:
I used renu with moistureloc contact lens saline solution for 13 mos. I went to the emergency room and was diagnosed with "eyeritus." I was told to take several medications, 3 of them were eye drops and one was to be taken by mouth. It was weeks before my vision was restored, and from time to time I still wake up with blurred vision.